Event description:
Information received by medtronic indicated that the insulin pump had crack on back. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pumps.

Manufacturer narrative:
(B)(4). Pump was returned for alleged damage to the battery tube on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked corner of belt clip rails (across battery tube), cracked battery tube threads, cracked retainer, faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rails (across battery tube) and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.